Event description:
It was reported that a spectrum pump's ok does not work. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer report no.: 252272. Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of an inoperable (ok) key, which was reproduced. The device evaluation confirmed the (ok) to be inoperable and also found all numerical keys and the (.) Key to be inoperable. Additionally, an automatic output of the (ok) key occured following the use of any key. Evaluation found the cause to be a loose connection between the keypad flex and the j5 connector of the input/output printed circuit board (I/o pcb). The connection between the keypad flex and the j5 connector of the I/o pcb was adjusted.